Event description:
Pt was implanted with matrixrib plates over a year ago. The most distal angle plate eroded through the skin of the pt. The plate was removed and the pt's sternum was noted to be completely healed.

Manufacturer narrative:
Investigation could not be concluded, no conclusion could be drawn. No device was returned and no lot number was provided. Mfg records could not be reviewed without a lot number.